Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: one (1) controller (B)(6) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available autologs report revealed one (1) controller fault alarm logged on 16/jan/2026 at 05:49:11 indicating an issue with the internal battery. Of note, based on information provided on the autologs report, the controller had been in use for more than two (2) years. Further review of the available autologs report revealed one (1) controller power-up event, with an associated motor start event, was logged on 16/jan/2026 at 05:15:48, indicating a loss of power to the controller. Prior to the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was c onnected to power port two (2). The controller was without power for nineteen (19) seconds. Of note, raw log files were not available. As a result, the reported event was confirmed. The most likely root cause of the loss of power event can be attributed to the disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a controller fault alarm occurred due to internal battery depletion. Subsequently, a double power disconnect event occurred due to the patient manipulation error, causing the controller fault alarm to sound again. The controller fault alarm was permanently muted again. The controller remains in use. No patient complications have been reported as a result of this event.